Event description:
A nurse manager reported that kinked infusion tubing was noticed during a phacoemulsification procedure. As a consequence, the pt had an unplanned vitrectomy procedure due to a capsular rupture and also needed an intravitreal injection of antibiotics. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).